Event description:
It was reported that the patient had had trouble with his original neurologist about ten years prior to report. He had replaced the pump; it was a ¿big screwed up mess¿ and the patient needed to go back in for another surgery. The patient was also mad that they brought the wrong pump. They were supposed to bring a smaller pump, but brought the ¿hockey-size pump¿. In addition, when the neurologist put it in, he unhooked the intrathecal line up to the pump after he put the pump in. The patient was on a lower concentration then and, at the time of report, was on a higher concentration, so he didn¿t need to refill as often. At the time of report, the device system was delivering baclofen; however, it was not known if this was consistent with the drug at the time of report.

Event description:
Additional information later reported per the hcp, the patient has not been seen in follow up. The last visit was 2003.

Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l60550, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the physician implanted on (B)(6) 2003, ¿he messed it up.¿ it was noted that the patient was on a lower con centration and had to have the refill every month to two months. When the physician replaced it, it was wrong and the patient had clear ¿seepage¿ out of the incision and patient was not getting their medication. Two weeks after surgery the incision was still open and patient was getting clear seepage out of it. Patient went to see their healthcare provider and ¿laid there for three hours¿ and it never drained. Patient stood up and put their shirt on and the whole left side ¿just drenched¿ ¿it started draining out of the incision.¿ it was reported this had occurred on christmas eve. It was reported that the ¿clear seepage coming out of the incision was the medication coming out.